Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over for 1 patient. A technical support specialist (tss) confirmed that the medical record number (mrn) needs to be merged. Then applied the knowledge article (ka) ¿cerner enhanced dispensing configuration ka¿ and the customer resent the messages of orders to the mrn that was still on admitted status. Afte that the tss confirmed that the customer merged the patient by sending a40 message by active directory (adt) team. After several follow ups no response from customer, so case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that certain orders were not appearing for one patient and they unable to get medications due to this issue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user mentioned that certain orders were not appearing for one patient and they unable to get medications due to this issue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.